Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device led icons wont light up.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Upon receipt the instructional leds would not illuminate, which confirmed the reported fault. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector, which had resulted in the misalignment of the j11 pins with the membrane tail tracks and the subsequent failure of the instructional leds to power on. The fault was resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification during out qat testing on the (B)(6) 2017, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
There was no patient involved. Device led icons wont light up.

Event description:
There was no patient involved. Device led icons wont light up.

Manufacturer narrative:
Incorrect serial number given by distributor. The correct serial number is (B)(4).the device type is sam 360p.